Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks prior to the implant of this transcatheter bioprosthetic valve a balloon valvuloplasty was performed. Native valve was bicuspid in appearance with a heavy leaflet calcium burden on the right coronary cusp (rcc) and left coronary cusp (lcc) and with a very underdeveloped non-coronary cusp (ncc). During the implant procedure, a 29mm valve was utilized due to heavy calcium burden. The delivery catheter system (dcs) deployed the valve to 80 percent and the valve appeared deep. The valve was recaptured once and repositioned shallower and visible constraint from calcium on the valve seen. In addition, the valve didn't appear to fully cover or seal the lcc. However, the valve was deployed in this position. The first angiogram showed a depth of 0/-1 on ncc and 2/3 on lcc. The constraint previously identified was still present resulting in unspecified paravalvular leak (pvl). Although the valve was shallow post dilation with a 22 non-medtronic balloon, a single inflation was performed. Not much change was observed. A second system was prepped and the second valve was deployed at a depth of 6 on ncc and 7/8 on lcc and pvl was still present. An angiogram revealed the valve was not sealing the lcc and a second dilatation with a non-medtronic 24mm balloon was performed with single inflation and visible expansion of the inflow was seen on angiogram. Echocardiogram identified mild pvl and a mean gradient of 6 millimeters of mercury (mmhg). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that after the first valve was implanted, severe paravalvular leak (pvl) was observed. No additional adverse patient effects were reported. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.